Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR.

Event description:
Procedure: hernia. According to the reporter: the device misfired. No patient injury reported.